Event description:
A fluid leak was reported to have occurred during the use of a half day infusor device. According to the report, the device was filled with desferrioxamine 920mg in 52ml sodium chloride 0.9%. Fluid/dampness was observed at the fill port. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured december 2-5 2014. The device was received and evaluated. Visual inspection and functional flow testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.